Event description:
The consumer stated that her tampon contained two pledgets. She stated that she inserted a tampon and had a difficult time removing. After removal, she noticed two pledgets were attached.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.